Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up indicated that when doing the threshold capture management test, both of the algorithms failed so output was increased more than expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) "did not perform the automatic capture control test correctly". The device remains in use. No patient complications have been reported as a result of this event.